Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have fluid residue found on the chassis and dented dso nub. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent occlusion functional testing; unable to confirm the reported customer complaint. However, multiple high pressure alarms were noted in the event history log.

Manufacturer narrative:
Additional information: a1, a2, a3, h10. Additional follow up information received by smiths medical that the issue did not contribute to injury, and the nurse provided patient with another pump.

Manufacturer narrative:
Device evlaution in progress.

Event description:
It was reported that the pump displayed an unknown error code. No patient injury or complications were reported in relation to this event.